Event description:
A malfunction occurred on a customer's pump; however, no notable events were reported prior to this. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer experienced difficulty resetting the pump, so customer technical support (cts) provided pump reset information and assisted with troubleshooting a battery charging issue. Cts planned to follow up after 30 minutes to ensure the pump began charging and to complete the reset process to resolve the malfunction code. Upon follow up customer confirms that malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.